Event description:
It was reported that a user experienced hypoglycemia while camping after bolusing for hot chocolate as a usual dinner and engaging in more physical activity, with the healthcare provider attributing the lows to food composition and activity rather than the device. Symptoms included low blood glucose with a nadir of 39 mg/dl over approximately four hours without loss of consciousness or other acute effects. Outcomes included patient stabilization without use of backup therapy, ketone testing, or professional medical intervention beyond contacting the healthcare provider. Investigation included customer interview and product-use review with troubleshooting and education provided. Investigation of this case revealed no device malfunction and identified user-related factors, including carbohydrate-only intake and increased activity, as contributing to the hypoglycemia. It was concluded that the device functioned as intended and that the event was due to use error related to meal announcement and bolus selection, with education on prevention and bolusing provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.